Event description:
The time of event is unknown. There was no report of patient harm. Biopsy inlet piece loosened.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the biopsy inlet piece loose. Based on the result, we concluded that it was caused due to the excessive force applied on the biopsy inlet piece. In addition, our technician confirmed that the us connector cable (long) buckled, the lcb distal cover glass cracked, the biopsy inlet piece leak, the remote control buttons cut, the objective lens scratched, the warning/caution label worn out, the suction channel kink, and the ccd module with drive pcb shadow in image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0620(control body)"" and/or the risk analysis results, it was evaluated to submit MDR.